Manufacturer narrative:
Upon receipt of additional information, this event was determined not reportable as the event was not device or procedure related. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth - 1947. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. "

Event description:
Patient enrolled in a clinical study underwent a left hip repositioning procedure fifteen days post-implantation due to dislocation and subluxation. The patient was reported to have been non-compliant.